Manufacturer narrative:
The device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The device was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. In addition to this, no unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing either.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had lot of insulin flow block alarms and issues with the sensor. The customer blood glucose level was 270 mg/dl. Customer stated that they received sensor signal not found, possible signal interference. Customer would like to review alerts. Customer stated that their doctor already changed the infusion set, length of the cannula and the tubing and even the settings was changed. Customer wishes to continue troubleshooting. Customer stated that they tried different cannula lengths. Customer stated that the tubing was bent or kinked. Customer stated that they have tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.